Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high a1c-2 tina-quant hemoglobin a1c gen.3 result for one patient sample. The initial result was 7.4% and the repeat result on (B)(6) 2018 was 5.3%. The result from a new sample on (B)(6) 2018 was 5.3%. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 25332701 with an expiration date of 31-jan-2019. All qc results were within the acceptable range. Alarms found in the provided analyzer alarm trace indicated pipetting issues.

Manufacturer narrative:
The investigation was unable to find a definitive root cause. There was no indication of a general product quality issue.